Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited high capture threshold, p-wave amplitude variation, functional under-sensing and mode switch. No intervention was performed. The patient was in stable condition and will be continue to be monitored